Manufacturer narrative:
(B)(4). Visual inspection broken impactor plastic all pieces were returned. Visual inspection confirms that plastic impactor pad was fractured. Verified item and lot match the complaint. No damage to impactor handle. Analysis of fracture surface confirms that it is consistent with overload fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured after impacting the implant. There were no adverse events as a result of the malfunction.